Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the call, the autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) error message. After the call, the platform was tested and the error could not be duplicated. The patient's status information was requested but the customer did not provide a response.